Event description:
It was reported that starting in mid-august the patient had been waking up in the middle of the night with back pain and urinating 4-5 times, which was similar to before the implant. The patient also experienced excruciating pain in the middle and left side of her abdomen / bladder area following intercourse. It was also reported that no matter what program / setting, the patient experienced stimulation down her leg and her toes went numb. It was reported that this was really painful and the patient had tried all of the programs with no success of stimulation in the proper location. It was later reported that the patient was scheduled to have her lead revised on (B)(6) because, they were too close to the nerves that were down in her legs and gave her constant pain and made her toes numb. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient outcome was reported as recovered without permanent impairment. It was indicated that patient was to return in 2 months and appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
Product ID, 3889-28 lot# v885623, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer. (B)(4).

Event description:
Additional information received reported that in june 2013 they replaced the patient¿s device and moved it to the other side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2014-05877 for the same thing happening with the patient's new ins.

Manufacturer narrative:
(B)(4)